Event description:
Physician contacted surgery center to state "the pt had an allergic reaction" to abosorbable pins that were used during podiatric surgery. Subsequent to this reaction, cultures were obtained by the surgeon and the pins were removed. The pt has had continuing problems and has had continued follow-up apointments with the surgeon. The same products were used for a similar procedure on the right foot. Procedure: arthroplasty 2nd-5th toes l foot with osteotomy 5th toe and capsulotomy of 2nd-5th toes.